Event description:
The nurse reported the following event to the sales rep from stryker: during a surgery, the wire broke by being tightened.

Manufacturer narrative:
As the product was not returned, the root cause cannot be determined. Possible root cause could be: lack of experience of operating room staff, insufficient info how to use implant.